Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-04624. The pt received two leads with different lot numbers. It was reported the pt met with the sjm rep who determined the pt had multiple invalid contacts on his lead. Reprogramming was unable to provide full coverage. Follow up identified the physician removed and replaced the two leads. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. As received, both lead bodies had compression marks from the swift (lock anchor). The outer tubing of lead a had been breached as a result of explantation. Lead b had broken wires distal and prox to the compression mark. When the leads were functionally tested, only channel 4 of lead b passed. Lead a passed all functional tests. One of the returned leads showed high impedance due to the broken wires. As the outer tubing of the fractured lead was not breached, the fractures were consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.